Manufacturer narrative:
(B)(4) - lens not ejecting properly. Evaluation method : lens work order search. Results: visual inspection of the returned product found the lens stuck in the cartridge. The cartridge tip was damaged. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most likely cause of the event was due to a training issue. (B)(4).

Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens and noted the lens was not ejecting properly. The lens was not inserted and there was no patient contact or injury. A different type lens was implanted. The reporter stated the surgeon was being trained on the lens and injection system and the event was due to a training issue.